Manufacturer narrative:
Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was a broken pole of electrode. The pole of ¿0¿ of the lead was damaged. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The cause was not determined. The lead had been replaced by a new one. There was no problem connecting the new lead to the implantable neurostimulator (ins).